Manufacturer narrative:
Insulin pump was received with a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with no button response, problem isolated to the keypad assembly. Unable to verify unexpected pump shutting off and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. No stuck button alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm and then shut off. There was also a crack on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.